Event description:
A report was received for the cam01 monitor stating it did not work. No other information was provided on the details of the problem. Patient impact was not provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 14 apr 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the reported failure was confirmed; during incoming test of the cam01 monitor the technician extended the battery testing to 60 seconds from 10 seconds during last repair and the battery failed due to low capacity resulting in cam01 monitor not working. As part of the repair, the defective battery was replaced and the cam01 monitor was calibrated and tested to specifications prior been returned to customer, the DHR review has been deemed satisfactory. Date of manufacture: mar-2012. No non-conformance issues or reports were raised during the manufacturing process for this monitor. The analysis of the complaint investigations and root cause reports has concluded pr 145382 is the 2nd identified complaint for the reported failure associated with the cam01 monitor due to defective battery. No trend has been identified. Conclusion: the customer complaint incident ¿device still did not work¿ was verified and duplicated. The root cause determined as the cam01 monitor not working was due to defective battery which had low capacity.